Manufacturer narrative:
Per the instructions for use, aortic insufficiency is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Central aortic insufficiency can be caused by multiple patient and procedural factors including, guidewire remaining across the valve post deployment, valve malposition (too ventricular aortic valve placement), restricted movement of prosthetic valve leaflets, native leaflet overhang and post dilatation of the deployed valve. Additionally, per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Although it cannot be confirmed, patient (severe septal hypertrophy, preserved ef, and severe aortic valve calcification) and procedural factors may have caused or contributed to the 90/10 aortic malposition of the valve and subsequent central leak. The central leak was resolved with implantation of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist (cs), during the transapical tavr procedure, the first 23mm sapien valve was positioned 50/50, however, during deployment the valve shifted and was deployed 90/10 aortic resulting in central leak. The decision was then made to implant a second valve. A second 23mm sapien valve was implanted within the first valve, which resolved the central leak. The patient was noted to be in stable condition at the end of the procedure. Per report, the patient¿s aortic valve was severely calcified, the patient¿s aortic root had no calcification, the ejection fraction was 65%, the patient had no mitral annular calcification (mac), the patient had severe ventricular septal hypertrophy, the sinotubular junction (stj) measured 30mm, and the sinus of valsalva (sov) measured 38mm. Additionally, the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. After the case the physician and the clinical specialist had an opportunity to discuss the case. The aortic movement of the valve during deployment was attributed to the patient¿s septal buldge.